Event description:
It was reported that during the implant of a lead, the set screw would not tighten. No sound was heard indicating that it was tightened and when taking measurements, the lead impedance was high. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.